Event description:
It was reported by a non-medical professional that the patient underwent a cervical fusion using rhbmp-2 at multiple levels with autograft, peek spacer, and other instrumentation. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with cervical spondylosis with myelopathy and right arm weakness. The patient underwent the following procedures: arthrodesis, anterior inter-body technique, c3-4, c4-5, c5-6. Implantation of peek spacers at c3-4, c4-5, c5-6 interspace. Segmental fixation using plate and titanium screws. Anterior cervical discectomy, osteophytectomy at c3-4, c4-5, c5-6. The patient was evaluated with an MRI which demonstrated stenosis at c3-4, 4-5 and 5-6 due to disk osteophyte complex. As per-op notes, "a small bmp sponge was placed inside a spacer along with small amount of bone dust which was saved during drilling the osteophytes. This was packed into the center of the spacer and the spacer was tapped into the c5-6 disk space under fluoroscopic guidance. Now a spacer was chosen for c4-5 disk space and implanted with bmp sponge mixed with bone dust. Similarly, a spacer was implanted in c3-4 level. It was filled with a small sponge of bmp along with bone dust prior to implantation." No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.